Manufacturer narrative:
An attempt to reproduce the reported event using cp 3.1.0 [1248] us application installed on ipad air 5th gen (ios 16.3.1) was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the srs doc : 3205046, agile doc : (B)(4) srs is : # 3255811 : upon detecting that the user input in the username input form has met its field validation criteria, the cp app sw shall send a follow request to carelink and navigate to the request pending screen. After conducting a thorough investigation, we have found that the user was using the us application to send a request to an ous user. However, the ous 3.1 version of the application was not yet released on the ous production server, which prevented the user from successfully sending a follow request to the patient user. It was determined that the user's app store location was set to the us, which restricted them to downloading only the carelink connect us application. To address this issue, we provided the helpline team with the following steps to effectively resolve it: # set the country and region in the app store by following these steps: open the app store â¿¿ click on the user profile â¿¿ click on the username â¿¿ enter the apple ID password â¿¿ click on the ""country/region"" option â¿¿ click on ""change country or region"" â¿¿ select the current country â¿¿ click on the ""agree"" button on the right side â¿¿ click on ""agree"" option from the pop-up â¿¿ select ""none"" as the payment method â¿¿ add a billing address (fill in the required fields only) â¿¿ click ""next"" â¿¿ click on ""done"" on the account page â¿¿ search for the carelink connect app in the search bar â¿¿ download and login with the user's credentials â¿¿ try sending the follow request again. We have received feedback from the helpline team confirming that the implemented resolution steps successfully resolved the issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the care partner was unable to see the data for the customer and the application had stopped sharing data. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue the use of the carelink and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.